Event description:
It was reported that the meniscal suture was used, t1 was placed without any problem, but at the moment of passing t2, the trigger of the meniscal suture was released, leaving it completely loose, apparently showing an internal damage of the meniscal suture, another suture was opened to complete the procedure. T2 was not inserted into the patient due to this issue and t1 was removed. There was a delay of greater than 30 minutes. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the distal end of the delivery needle has broken off and was not returned for examination. No ts or suture were returned. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. The condition of the device indicates it was bent to the point of breakage.